Event description:
During use of the device for non-clinical activity, the user reported the calibrator did not function as expected. The calibrator would not read gas b pressure. No other details regarding the event were provided. Since the event occurred during non-clinical activity, there was no pt involvement during this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.